Manufacturer narrative:
Concomitant medical products: 5092-58 lead; implanted (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, ten months post change of implantable pulse generator (ipg), a right atrial (ra) lead, which was described as 'old' exhibited high impedance and a rise in threshsolds. The lead was reprogrammed and the patient is planned to have a consultation/lead revision. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.